Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor reported that on the fourth firing the clip did not form and fell out of the jaws with an open clip formed with the distal legs of the clip touching. He fired several more clips in order to completely close the cystic duct. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. A picture was returned along with the instrument; it was visually inspected and it could be observed the jaws from the device, some clips placed over a structure and an unformed clip. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.